Event description:
Clinic notes dated (B)(6), 2014, were received which indicate the patient has a past medical history of stroke. Attempts have been made for additional information; however, they were unsuccessful. No additional information has been received about the stroke or its relationship to vns.